Event description:
An effusion was observed during a left atrial procedure. Access to the left atrium was obtained with two manual transseptal punctures. Near the end of the procedure, the patient blood pressure dropped. Pericardial effusion was noted with ultrasound and a pericardiocentesis was performed. Successful surgical repair of a perforation in the roof of the left atrium was performed, and the patient recovered normally. The physician noted that the patient moved frequently during the procedure which may have been the cause of the injury. There was no malfunctions of the device.

Manufacturer narrative:
The IFU lists pericardial effusion as a potential adverse event for the device.